Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 23 minutes into infusion, the bag of dexmedetomidine 200mcg/50ml was noticed to be near empty. The medication was initially programmed at 2252 to run at 0.2mcg/kg/hr, 5.7ml/hr. Per module, 30ml of the medication had been infused. The patient's blood pressure dropped to 73/49 at 2315, the doctor was notified, and unspecified orders were received. The patient's blood pressure went back to baseline after the infusion was stopped. The event occurred in the neuro intensive care unit. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.